Event description:
Patient experienced hyperglycemia for 3 days, and his blood glucose elevated to 450 mg/dl on (B)(6) 2012. He programmed a bolus but was not connected to the infusion device, and he realized the insulin was not distributed. Patient reported the infusion device did not correctly provide an alert or error message. He delivered 4 units of insulin via pen at 12:00 a.m. And then went to the hospital. He was nauseous and vomited. He was admitted to the hospital and taken off the infusion device, and a bolus of 50 units was delivered. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.